Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's ) documentation. A reporter/layperson (daughter) alleged her mother's (patient/layperson's) onetouch enhanced basic meter would not turn on despite having inserted new batteries. Reportedly, after the issue began in 2008, the patient became shaky and dizzy. The patient, whose regime is oral diabetic medication) either ate or drank a beverage. No medical intervention from an hcp was required. The cca was unable to resolve the issue and replaced the products. Because the patient experienced a symptom (shaky) that can meet the criteria of serious injury after the alleged issue began, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.